Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported she had abdominal pain and had been diagnosed with peritonitis at the clinic earlier in the day on (B)(6) 2018. During follow up the patient's nurse reported the patient had a chronic urinary tract infection. The urinary tract infection led to a yeast infection that was later attributed as a causitive factor for the peritonitis event. The patient was prescribed antibiotics ceftazidime and vancomycin. The urinary tract infection was present prior to starting peritoneal dialysis. The patient was hospitalized (B)(6) 2018. The patient was transitioned to hemodialysis and was last reported to be recovering. The patient was still in the hospital as of (B)(6) 2018. There was no allegation of a malfunction of the cycler or set contributing to the peritonitis event.